Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was used to treat a patient with a known allergy to one of its component materials, and the patient experienced an allergic reaction with hives post-procedure. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter it was discovered that the patient had hives. The patient has a documented cobalt allergy, and it is believed that the hives were due to an allergic reaction caused by cobalt exposure from the farawave catheter. Using the farawave catheter to treat a patient with a known allergy to one of its component materials is considered an error with the use of the device on the part of the user. The patient was administered diphenhydramine and prednisone and fully recovered from the allergic reaction. The device is not expected to be returned for analysis due to disposal.